Event description:
It was reported that device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. At an unknown time, the physician asked for a computed tomography (CT) follow up due to a concern of a leak. The patient will continue on medication. There were no patient complications. No further information was provided at the time of this report.